Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the incision was enlarged to remove the intraocular lens and an anterior vitrectomy was performed. Another lens was implanted during the same surgical procedure, same model higher diopter as the account did not have the same diopter in stock. Reportedly, during the last refraction, the patient was observed being myopic of -1.00 -1.50 60 20/50. No further information was provided. Date of birth: (B)(6). Sex/gender: male. Updated from product problem to adverse event and product problem. Outcomes attributed to adverse event: required intervention. Type of reportable event, from malfunction to serious injury. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the was implanted. If explanted, give date: unknown if the was implanted and therefore unknown if explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), one haptic broke inside the patient's eye. No further information was provided.